Event description:
It was reported that the patient had an inappropriate shock due to oversensing via a change in the intrinsic amplitudes. Technical services discussed some programming options. During office testing, the local representative could easily move the device forward and back along the ribcage. The representative will discuss the findings with the physician. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced with a transvenous product. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to oversensing via a change in the intrinsic amplitudes. Technical services discussed some programming options. During office testing, the local representative could easily move the device forward and back along the ribcage. The representative will discuss the findings with the physician. There were no additional adverse patient effects. The system remains implanted.